Event description:
Surgeon placing guidant bipolar pacing leads in a patient in the or, operating room. The lead lodged and the surgeon was unable to advance or remove it. Interventional radiology was called in to the or to attempt to remove the lead. Eventually, the lead was removed. The removed lead appeared to be approximately 8 inches of unraveled lead with very kinked plastic lead attached. The distal portion of the lead had fractured off in the patient's heart, near the valve. The tynes and possibly the electrode are missing from the tip of the pacer lead. The lead was decontaminated and the company representative took the lead to be examined by the company. The patient had a 3000 cc blood loss during the retrieval procedure. The patient is stable and on telemetry. A functioning pacer was implanted afterwards before leaving the or.